Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported error codes could be reproduced. The control pcb (printed circuit board) was found defective and replaced. System software was re-installed and functional tests performed with good results before the ventilator was returned to service. The replaced control pcb was not returned for investigation. The evaluation of received ventilator logs confirms a single occurrence of the reported technical error codes during startup. The technical error codes indicate disabled valves and a control pcb communication failure with the monitor pcb. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received ventilator logs. However, since the replaced control pcb was not returned for investigation, the root cause has not been established.

Event description:
It was reported that the ventilator generated 2 technical error codes and ventilation stopped. One technical error code indicated disabled valves and the other indicated a communication failure. There was no patient harm. Manufacture's ref.#: (B)(4).